Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 2 visipro balloon expandable stents were intended to be implanted for the treatment of a calcified lesion in the proximal region of the common iliac artery. The artery had severe calcification. A6 fr non-mdt sheath was used. The device was prepped as per the IFU with no issues identified. It was reported that the stent deformation occurred during positioning/deployment and the stent dislodged during removal of the stent. The physician used a snare to remove the dislodged stent after advancing the stent through the lesion without pre dilating and without a sheath to cover the lesion. The dislodged stent was successfully removed. The stent did not pass through a previously deployed stent, resistance was encountered when advancing the device, excessive force was used. A second stent was prepped as per the IFU with no issues identified. It was reported after the stent was deployed the physician went to re inflate the balloon in another part of the stent and the balloon burst, then when trying to remove it the balloon broke at the distal end. It is not known at what atm the balloon burst. No further patient injury reported for this event

Manufacturer narrative:
Product analysis the imprint of the stent could be observed on the balloon image analysis three images were provided for evaluation. In the images you can see the stent is not loaded on the balloon. You can see a hand holding the dislodged stent. The stent is not deployed. The stent is deformed. The stent imprint marks can be observed on the balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.